Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B) (6) 2009, pulse generator measured data was 2.73 v, 13 ua and 19.2 kohms with an estimated remaining longevity of less than one month to elective replacement indicator (eri). On (B) (6) 2010, measured data was 2.73 v, 13 ua and 16.7 kohms with an estimated remaining longevity of 1 year to eri. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the device images exhibit abnormal high battery impedances that do not match the battery voltages for months 47 through 50. After month 50 impedance exhibited by the device image decreased to normal and continue to be normal throughout a two month period of monitoring, the battery voltage and battery impedance. After replacing the battery, normal function ensued.